Event description:
Customer received a normal blood glucose result and went to bed. The customer was found unconscious the next morning. Paramedics were called. The customer is unaware of what treatment if any was received from paramedics or hospital. Customer states pt was in a coma for 3 days. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.